Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The suture break was unable to be confirmed as the suture was not returned. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented as a neurological code/stroke/cerebro vascular accident (cva) and underwent percutaneous carotid procedure with aspiration of clot without stenting. An arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 8 fr sheath after the interventional procedure. Reportedly, when the proglide needle plunger was removed, the suture broke. Hemostasis was achieved using a second unspecified device and 30 minutes of manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Hemostasis was achieved using a non-abbott device and 30 minutes of manual compression.